Manufacturer narrative:
A supplemental report is being submitted for device evaluation and completion of investigation. Product event summary: the controller was returned for evaluation and the ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and serial port of the controller, likely due to handling of the device. A visual inspection under 10x magnification revealed hairline cracks around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Furthermore, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post was not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. An internal investigation was opened to investigate cracks on the internal threaded posts with controller 2.0. The reported ¿loss of power¿ and vad stopped alarm events were confirmed via log file analysis which revealed two (2) controller power-up events were logged on (B)(6) 2020 at 10:45:57 and 10:46:11. The data point prior to the loss of power revealed that a battery was connected to power port 1 with 48% relative state of charge (rsoc) and a second battery was connected to power port 2 with 96% rsoc. The data point after the second controller power up event recorded at 10:46:48, revealed that a different battery was connected to power port 1 with 99% rsoc and the same battery was still connected to power port 2 with 96% rsoc. The controller was off for maximum 23 seconds. A vad stopped alarm was then logged at 10:46:39 due to a failure of the pump to restart after several attempts. This was followed by vad disconnect alarms indicating a physical disconnection of the driveline from the controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection of one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Based on the available information, the most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. Failures of the pump to restart at the system level (interaction between the pump and peripheral devices) was investigated. Based on an extensive investigation conducted, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Controller 2.0 d4: serial #: (B)(6) d10: yes, return date: 26-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 180, 331 h6: FDA conclusion code(s): 12, 4315, 4310, 19. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog#: 1420, expiration date: 31-aug-2018, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-aug-2017, labeled for single use: no. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unexpected losses of power to the controller and the controller failed. It was noted that there was a ventricular assist device (vad) stop associated with the event. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.